Event description:
Reportedly, during pt use, "backup battery failure" and "backup battery low" alarm occurred when the ac cable was removed from the ventilator. The pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.